Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR report number 2954740-2016-00249. The revive se is not distributed in the united states; however, it is similar to the revive pv that is distributed in the united states. Pms name:revive se pms (B)(4), case number: (B)(4). Additional procode: nry. (B)(4). Concomitant medical products: guiding catheter (9fr optimo, tokai medical product); micro catheter (marksman, medtronic) ; penumbra system. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Hemorrhage is a known potential adverse event associated with e the use of the revive se product and it is listed in the IFU as such. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel and target lesion anatomy, medication regimen and procedural issues may have contributed to the reported event. No further action is needed at this time.

Event description:
As reported by a healthcare professional, asymptomatic subarachnoid hemorrhage (sah) and parenchymal hematoma 1 (ph1) was reported in patient post - procedure. Procedure was performed on (B)(6) 2016 and was for treatment of brain infarct in a (B)(6) male patient. The area of infarction was the right middle cerebral artery (m2) and the vessels were heavily torturous at occluded part. The blood flow had not recanalized although t-pa was administered intravenously. Therefore it was decided to use the revive thrombectomy device. Aspects-dwi was 6 points, the nihss was 9 points and the tici was 0 point before the procedure. The revive se (frs21452299/t10089) thrombectomy device was passed two times during the procedure. A guiding catheter (9fr optimo, tokai medical product) and a micro catheter (marksman, medtronic) were used, a penumbra system was used for the second pass, patient had tici 2b post revive se and it remained unchanged post-procedure. The asymptomatic sah in the area of occluded vessel that was treated with revive was confirmed on computed tomography scans immediately after the procedure. The physician commented that this issue might be caused due to pulling of the vessel when the revive was withdrawn. On an unknown date in september, ph1 was confirmed. The physician commented that there was no causality with the procedure. It was reported that the sah recovered on (B)(6) 2016, nihss score on (B)(6) 2016 was 3 points; ph1 recovered on (B)(6) 2016. Patient was discharged on 03oct2016 with mrs score 3, nihss: 5, aspects-dwi:6. The product is not available for the investigation. No further information is available.